Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "button not working when [hcp] tried to deploy the stent" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted. This is the same patient reported under MDR report (B)(4) (complaint (B)(4)). This MDR is being submitted for the implantation in the right eye.